Event description:
It was reported that the pump indicated a data log corruption intermittently. The customer's blood glucose was 130 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.